Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils), penumbra smart coil detachment handles (handles), and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous in the v3 towards the v4. During the procedure, the physician successfully implanted twelve coils (unknown). After advancing a smart coil into the target vessel, the handle was used to detach the coil; however, the coil did not detach after five attempts were made. Therefore, the smart coil was removed. Next, another smart coil was successfully detached in the target location using the same handle. After advancing the next smart coil into the target location, the handle was used to detach the coil; however, the coil did not detach after multiple attempts were made. It was reported that when the handle slider was pulled, the physician felt the smart coil was being pulled backwards. Therefore, the handle was removed. A new handle was used to detach the same smart coil; however, the coil did not detach. It was reported that when the handle slider was pulled, the same issue occurred. Therefore, the handle was removed. Upon removal of the smart coil, resistance was encountered and the coil unintentionally detached inside the microcatheter approximately four centimeters from the distal end. The guidewire (unknown) was used to implant the detached smart coil. The procedure was completed using two non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Section h box 6 (4316): the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. Evaluation of the second returned smart coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was separated, the pull wire was retracted from the ddt and the embolization coil was detached. This indicated that the embolization coil was detached properly. The detached embolization coil was not returned for evaluation. Due to the returned condition, the root cause of the detachment issue could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.